Event description:
It was reported that the bd phaseal¿ protector p50j experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: when preparing irinotecan, drug leaked from between a protector and a vial. On this customer, manually assembling p55 and vial.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/8/2020. H.6. Investigation: one sample was returned to our quality team for investigation. The product was evaluated and no damage or defects were observed on the protector or protector housing. It was noted the protector was fitted to the vial at an incline, however, there was no gap or opening between the vial and protector connection. Functional testing was performed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the available information, we are not able to identify a root cause related to our manufacturing process.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ protector p50j experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: when preparing irinotecan, drug leaked from between a protector and a vial. On this customer, manually assembling p55 and vial.